Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking between cannula housing and the cannula septum and that the self-adhesive of the infusion set was wet. As a result, the patient experienced elevated blood glucose values (exact values unknown). The issue occurred four times.